Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter cuff allegedly eroded though the skin. Reportedly, the catheter was removed and replaced. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: received one 14.5f glidepath 23cm catheter for evaluation. Microscopic investigation noted dark red, brown, and yellow staining on the tissue cuff. However, as the conditions of use could not be replicated the investigation is inconclusive for the alleged damaged/defective cuff. Conditions of use could not be recreated therefore, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dialysis catheter cuff allegedly failed to incorporate into the tissue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.